Manufacturer narrative:
D6a - date of implant corrected from (B)(6) 2018 to (B)(6) 2012.

Manufacturer narrative:
E1 - corrected initial reporter information.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 where an additional system was implanted for the patient.

Event description:
It was reported that the patients lead has migrated resulting in ineffective therapy. A trial procedure for new leads was done for the patient. Surgical intervention may be taken at a later date to address the migration issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.